Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported bilateral "concern with the product", "leaking", "lumps", and "changing in appearance". Additionally, patient also reported "implant slipping" and capsular contracture, baker grade unknown. Patient also reported ¿breast implant illness¿ and "medical problems"; these are not device related. Device remains implanted. This record is for the left side record.